Manufacturer narrative:
After receiving this complaint, we searched for other complaints and we didn't find other complaints on the lot number: 9485610. B3: estimated date.

Event description:
According to the available information, the doctor placed two xflows in the patient post operatively, on both occasions the balloon burst when the doctor filled it.

Manufacturer narrative:
After receiving this complaint, we searched for other complaints and we didn't find other complaint on the lot number 9485610. Bursting issue is known but according to the available information, we cannot conclude on a specific root cause in this case. Quality database was checked and revealed a corrective and preventive action CAPA-000152. "Balloon issues on folysil and silicone prostatic catheters" was opened and monthly monitoring. No corrective action will be implemented as our trend is not increasing and the threshold is not exceeded. The evaluation has shown that risks are adequately controlled and reduced as far as possible in the state of art level. Based on this, we can conclude that residual risks are adequately controlled and reduced as far as possible, and the residual risks associated with the use of the product are acceptable when weighed against the benefits to the patient/user. It is concluded that the risks identified are still acceptable and considered as safe.

Event description:
According to the available information, the doctor placed two xflows in the patient post operatively, on both occasions the balloon burst when the doctor filled it.